Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer lost consciousness and suffered a seizure. The reported blood glucose reading was 26 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed her infusion set the day prior to the event. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.